Event description:
It was reported by the customer that this event involved a (B)(6) male pt that weighed (B)(6). His height and diagnosis are both unk. The catheter was inserted via the femoral vein on (B)(6)2009. It was noted that the median extension line clamp was not usable. The nurses have manually kinked the extension line several times (at each manipulation), which lead to the rupture of the extension line. There were no pt complications

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.